Event description:
Healthcare professional reported right-side "evidence of intercapsular rupture" confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: non penetrating nick ( stress marks). No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., b.5., d6b., h.6.

Event description:
Healthcare professional reported right-side "evidence of intercapsular rupture" confirmed via MRI. Device has been explanted.

Event description:
Healthcare professional reported right-side "evidence of intercapsular rupture" confirmed via MRI. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side "evidence of intercapsular rupture" confirmed via MRI. Device remains implanted.